Manufacturer narrative:
This device was included in a field action. Based on the information received and without the return of either the product or performance data, or completion of analysis, it could not be determined if this device performed as described in the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) with an impedance warning. The rv lead was found to have high and low impedance that were out of range. The lead was suspect of a fracture. The lead was programmed off until it could be revised. The lead is scheduled to be replaced and remains in the patient out of service. No patient complications have been reported as a result of this event.